Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(4), ubd: 26-feb-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid and what the reporter thought was a numbing agent as they had changed the medication twice via an implantable pump. The doses and concentrations were not reported. On (B)(6) 2020 the patient reported that following the catheter replacement [see manufacturer¿s report 3004209178-2015-07793] it was messed up, the sutures were ripping. The patient had called the healthcare provider immediately because they were bleeding out of his back, and was told it was nothing, just a little bit of seepage. The patient had sent them a picture of this because there was such a large amount. The patient went through months of this, but they found out after an MRI the patient was leaking spinal fluid. All the sutures tore. The patient had a blood patch and a suture and they had to ¿pull the lining around his spinal cord¿ and since then he has had headaches (from here on out) but at least it stopped leaking. No further complications were reported or anticipated regarding the event.